Event description:
I had a terrible burning sensation in my pelvic region after I used a honey pot menstrual pad. My skin felt like it was on fire. I didn't connect it to the pad at first, I couldn't figure it out. It was very painful for about 15 minutes. Later in the day I used a pad from the same package and the event repeated itself. Extreme burning, about 15 minutes. I then looked at the package and it says it has a "cooling herbal infusion," that I hadn't noticed when I bought it. It's a stupid and dangerous thing to put essential oils - menthol and mint - in a sanitary napkin which will be rubbing on the most sensitive area of a woman's body. I looked online and there are many, many women complaining about this. I absolutely cannot fathom how this product is still on the market. Just the kind of abuse a menstruating woman needs.